Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer performed a supply change resolving the occlusion. Subsequently, it was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer was instructed to remove the o-ring and load a new cartridge to address the event. Customer declined to further troubleshot with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose level was 388 mg/dl.